Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a failed transmitter error. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Share log data was downloaded and retrieved. The data was reviewed and no findings related to the complaint were observed within the investigation window. The complaint confirmation of a low transmitter battery was not confirmed. The root cause could not be determined.